Manufacturer narrative:
" Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. "

Event description:
It was reported that a syringe 3ml ll w/ndl sftygld 25x5/8 rb had a loose needle during use. The following was reported by the initial reporter: "while using a safetyglide syringe (3ml 25g x 5/8) the needle popped off of the plastic holder as I was taking the needle out of a vaccine vial. The needle itself appeared intact and undamaged with a bead of glue (?) On the side of the needle. No vaccine was lost, no patient or staff were affected. This needle/syringe attachment was defective."